Manufacturer narrative:
Physio-control replaced the user interface to stack flex cable assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device did not pass its self-test. During device evaluation by physio-control it was observed that the device would not complete its boot cycle and kept rebooting. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed user interface to stack flex cable assembly and determined that the cause of the reported issue was due to an electrically open connector pin. This connector pin, designator c2 of the cable mounted plug connector (designator p21 on the user interface to stack flex cable assembly) being electrically open, caused the device not to complete its boot cycle.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.